Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info could not be requested because there was no contact/f/u info provided. (B)(4).

Event description:
A medwatch was received. A nurse reported unacceptable visual acuity following intraocular lens (iol) implant surgery with a multi-focal lens. Additional info could not be requested because there was no contact/f/u info provided.